Event description:
Revision of acetabular component for possible aseptic loosening.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that: "cannot confirm event description, need op reports and follow up" device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including revision operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Revision of acetabular component for possible aseptic loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.